Manufacturer narrative:
Eval comments: cord integrity testing records from production lots were reviewed with all results above the minimum spec. Daily quality summaries from the production lots in question were also reviewed and found to comply with approved sampling, testing and acceptance activities. Retained samples were tested and all cord anchor pulls met specs. A search of the complaint database shows no other reported cord defects associated with these tampons.

Event description:
The pt stated that she used several tampons with the strings falling off of half of the ones used. The pt claimed she went to (B)(6) hosp to have one of the tampons removed, and a physician removed it with forceps. She could not remember the actual name of the dr. The pt had no inflammation and no further reported issues. She noted that someone borrowed the two remaining tampons, so there were no samples to return. Further attempts to contact the pt for add'l treatment details were unsuccessful.